Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that after completion of a da vinci colon resection procedure, the cable was found broken on the small grasping retractor instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.